Event description:
It was reported that 20 minutes into an MRI procedure on a 1.5 tesla scanner, the pt pushed the emergency stop button, stating he felt like the pump was "ripping out of his body" and way beyond a "slight tugging sensation". No further outcome was reported.